Event description:
It was reported that the luer-lock connection was missing in the patient circuit. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions and without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was separated from the connector, hl swivel return the root cause of the issue was deemed supplier-related; the outside diameter of the swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): notification was issued to the supplier to request root cause analysis and corrective actions.